Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 416 mg/dl. Customer reported that the insulin pump had open book image on screen. Customer stated that the insulin pump did not received any alarm before the open book image was displayed on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book). The test p-cap locks properly in place in the reservoir compartment noted. Device received with scratched case, pillowing keypad overlay and cracked case behind the device at the battery compartment.